Event description:
Revision surgery is performed on (B)(6) 2020 (primary date unknown) due to an infection (the pathogen is unknown). The surgeon revised the liner, head and cup but at this moment the lot numbers are unknown and probably more information will not be available.